Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the screen cannot display images. Upon troubleshooting, fse confirmed that the issue occurred due to defective monitor. Fse replaced the monitor. After replacement of the monitor, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the live monitor was not displaying images. The device was in clinical use at the time of the reported event. No harm to user or patient was reported. A philips field service engineer (fse) inspected the device onsite and was able to replicate the reported issue. Fse proceeded to replace the monitor with a new one. The system is now returned to use in good working order. Replace with a new monitor.